Event description:
The reporter states that he has only received blood glucose results of 114 mg/dl on the accu-chek advantage meter for the past 2 weeks. The meter memory captured a blood glucose result of 368 mg/dl. No reported actions with results. No adverse event reported. New system sent and return requested.